Manufacturer narrative:
H6) a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found and not a software issue. Complaint data analysis found the event was due to a hardware issue. Replaced rotor motion controller and performed a system checkout. Imaging system was operational. Software was functioning as designed. Updated MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the rotor (product: svc o2 bi71000444r rtr ctlbx new amp rfb, serial/lot: (B)(6), rev. 3) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d14, c19 apply to the rotor. (Product: svc o2 bi71000444r rtr ctlbx new amp rfb, serial/lot: (B)(6), rev. 3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take a 3d spin during a case. The system then prompted a collimator error. After a reboot, the system was stuck in standalone mode. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. The site called back in to report that after doing a hard reboot, and the issue was not resolved. They confirmed the mobile view station (mvs) powered on as expected to the main screen. The pendant reported collimator error, mobile view station (mvs) ready and standalone mode. They confirmed the dongle, umbilical cord and dongle were all connected. The site was able to open gantry doors. The imaging system was removed around the patient, and technical services (ts) suggested for the site to dock and reboot the system. A second hard reboot was performed. They tried disconnecting and reconnecting the umbilical cable, and the collimator error persisted. A third reboot was pending.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m021083c001, (lot: 4.2.1); product type: brand name ; product ID bi71000168r ; product type: 3017-collimation (o2) mechanical co brand name ; product ID bi71000444r ; product type: 3044-rotor motion (o2) electrical c brand name ; product ID bi71000888 ; product type: h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G02008 corresponds to concomitant product m021083c001 that comprises the reported event. G 04031 corresponds to concomitant products bi71000168r and bi71000888 that comprises the reported event. G04035 corresponds to concomitant product bi71000444r that comprises the reported event. Multiple fdd/annex a codes were reported. A090501 was coded for the system being unable to take a 3d spin. A110201 was coded for the system being in standalone mode. A1102 was coded for the collimator error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The rotor motion controller was replaced and the system performed as intended. Codes: b01, c07, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.